Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation and poor serum seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation and poor serum seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which indicated poor gel barrier separation and hemolysis. A total of 100 retained samples were visually inspected, and no gel defects or additive abnormalities were found. Additionally, six retained samples were sent for clinical evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality- poor barrier separation/hemolysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd received one photo for investigation. Evaluation of the photo indicated a poor gel barrier separation and hemolysis. A total of 100 retained samples were visually inspected, and no gel defects were found. Complaints for sample quality were not under statistical control for the month of january 2025. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (poor barrier separation) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode poor barrier separation nd hemolysis. Corrective and preventive action has been opened to address the sample quality issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.